Event description:
It was reported that after an inflation, the pta balloon was slow to deflate. The balloon was eventually able to be deflated with additional manipulation of the catheter and was retracted through the introducer sheath without further incident. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.